Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold. Rv lead was attempted to be explanted from its location; however, it was difficult to do so even after applying a counter-torque. It was decided to surgically abandon the lead and implant a new lead. No additional adverse patient effects were reported.